Event description:
It was reported that bd alaris smartsite infusion set was separated. The following information was received by the initial reporter with the following verbatim it was reported by the customer that few tubings disconnect/disbond where the 0.2 micron filter attaches to the line causing a leak/spill.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of separation other component: leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 11532269 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.